Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard e1 polyethylene anterior stabilized tibial bearing 12x83 catalog #: ep-189122 lot #: ni, biomet cc I-beam tibial tray 71mm catalog #: 141223 lot #: ni, series a thin 3-peg patella 37x8.6 catalog #: 184788 lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The complaint sample was not evaluated and the reported event was not confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06045, 0001825034-2018-06046, 0001825034-2018-06047. Device remains implanted.

Event description:
It is reported that the patient underwent irrigation and debridement for a hematoma three days following knee arthroplasty. No additional patient consequences were reported.